Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: rep was notified that during the surgical procedure, the locking wheel of the device was becoming loose and not staying open. Rep was not present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.